Manufacturer narrative:
The reported events of insulation damage and failure to capture were not confirmed. As received, a partial lead was returned in three portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was cut / separated on the distal portion which is consistent with procedural damage. All damages noted are consistent with procedural damage. The reported events of insulation damage and failure to capture were not confirmed. As received, a partial lead was returned in three portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted. Further analysis noted the inner insulation was cut / separated on the distal portion which is consistent with procedural damage. All damages noted are consistent with procedural damage.

Event description:
It was reported that, increased capture thresholds were observed on the right ventricular (rv) lead. Rv insulation damage was suspected but not confirmed. The rv lead was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.